Event description:
The following has been reported: customer reported: sending you today an agilia sp sn: (B)(6), when it is plugged in, it does not charge. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed and showed 22 battery charge status warnings however it is insufficient to confirm events described in complaint. The reported device was received in brézins for investigation. According to our investigation at visual inspection, the arm appears to have been removed. It was impossible to switch on the device and to connect it to the agilia partner software. Charging led remains off even when connected to the mains which confirm the reported issue. A series of cross-tests were carried out to find the source of the defect and after changing the battery, the bracket, and mains board kit the device was functional, and it was possible to launch a flowrate test (which is compliant: (B)(4) on the entire period). The battery life test and quality control were compliant with new components. For this complaint, the root cause of the reported issue was found link to faulty components (battery, bracket, and mains board kit) and these components must be replaced on this device. A newer software version is available and a check the reassembly of the plunger kit is recommend. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.